Event description:
It was reported patient underwent a distal radius fixation procedure on (B)(6) 2013. During the procedure the threads of a cortical screw and peg stripped. Both the screw and peg were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02950 / 02951).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.